Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. During procedure, the access was got via left femoral artery and a pre balloon aortic valvuloplasty (bav) was performed with a 18mm balloon. The valve successfully implanted at a optimal valve depth of ~3mm. There was under expansion of the valve and mild perivalvular (pvl) were noted. A post implantation bav with 18mm then 20mm balloon. The patient remained hemodynamically stable with no perivalvular leak (pvl). After successful tavi implantation and removal of system there was an occlusion of left femoral artery requiring to be re-opened by vascular surgeon. The physician believed the cause of damage/issue with the artery when exchanging non-abbott sheaths. The left femoral was re-opened. There was no delay in the procedure. The patient was reported stable.

Event description:
N/a

Manufacturer narrative:
An event of valve under expansion and mild paravalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There was no difficulty reported in implanting the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported valve under expansion and pvl could not be conclusively determined. The reported unexpected medical intervention was a results of case-specific circumstances, as a post-implant valvuloplasty was performed. The patient remained hemodynamically stable with no pvl. There is no indication of a product quality issue with regards to manufacture, design, or labeling.